Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured at 14 atmospheres. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition.